Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room experiencing chest pain. On (B)(6) 2021, upon device interrogation it was observed that the patient's right ventricular lead exhibited loss of capture. An x-ray was performed and it appeared normal, a lead dislodgement was suspected. On (B)(6) 2021 the patient's right ventricular lead was explanted and replaced. During the explanting procedure, a cardiac perforation due to the lead removal occurred; the fluid was drained. The patient remained in stable condition during and post procedure.